Event description:
It was reported through the results of a clinical trial, that approximately two years and ten months post placement of a left upper arm vascular graft, the patient experienced thrombosis and stenosis of vascular access and was admitted to the hospital. The event was considered resolved and the subject was discharged from the hospital the following day. New information: approximately 1052 days post index procedure, the subject experienced bleeding of vascular access and was hospitalized. The same day, surgery was performed to treat the bleeding. If was further reported that 1055 days post index procedure, the subject underwent a thrombectomy for thrombosis of the vascular access. Post-procedure phlebography revealed stenosis of the venous anastomosis and axillary vein. A percutaneous transluminal angioplasty was performed to treat the stenosis. The event of thrombosis was considered resolved and the subject was discharged from the hospital the same day.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
As the lot number for the device was not provided, a manufacturing review could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable.

Event description:
It was reported through the results of a clinical trial, that approximately two years and ten months post placement of a left upper arm vascular graft, the patient experienced thrombosis and stenosis of vascular access and was admitted to the hospital. The event was considered resolved and the subject was discharged from the hospital the following day.